Manufacturer narrative:
The device history record evaluation did not reveal any negative quality patterns. There were no nonconformances for this issue reported during the manufacture of this lot. The product was not returned. This was the only complaint received in the last 4 years for this issue. It appears to be an isolated case at this point in time. IFU recently updated to add step to ensure tip is not exposed during insertion which could damage tip resulting in this failure mode the lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in (B)(6) reported diamond dust fell from the ddms (diamond dusted membrane scraper). The surgeon continued the procedure and aspirated the diamond dust from the retina. No patient issue.